Event description:
It was reported that the physician was performing a partial capsulectomy and inadvertently damaged the left ventricular (lv) lead. The lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.